Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "out of control" blood glucose (bg) levels, bg range not provided. Bg addressed via infusion site changes. Customer alleged that insulin was ineffective in tandem cartridges. The customer declined to provide additional information regarding the issue.